Event description:
Info received indicates the head up function is not working electronically or manually.

Manufacturer narrative:
The technician found the head up valve was stuck. He replaced the head up valve to repair the bed.